Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert on the remote monitoring system for high out of range pace impedance measurements on the right atrial (ra) channel. The ra lead is not a boston scientific product. The boston scientific representative indicated the patient will continue to be monitored. The products remain in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual inspection of the device revealed no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert on the remote monitoring system for high out of range pace impedance measurements on the right atrial (ra) channel. The ra lead is not a boston scientific product. The boston scientific representative indicated the patient will continue to be monitored. The products remain in-service. No adverse patient effects were reported. Additional information was received that this ICD system was subsequently explanted and replaced approximately five years after the reported event. This ICD device was noted to have been explanted and replaced due to non-product experience. The device was returned to boston scientific.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert on the remote monitoring system for high out of range pace impedance measurements on the right atrial (ra) channel. The ra lead is not a boston scientific product. The boston scientific representative indicated the patient will continue to be monitored. The products remain in-service. No adverse patient effects were reported.